Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose was 470 mg/dl. The customer stated that yesterday did pens and still couldn't bring her blood glucose down. The customer change the site twice and has had cannula bent. The customer was unable to troubleshoot at time of call because she change the set out. The customer reported the alarm did not occur during manual prime. The customer was returning the product base on her request. The customer was advised that we would replace sets and monitor issue. The customer was also advised to call her doctor if her high blood glucose continues to say where they are or climb.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that it they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.